Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by instruments manager of the hospital, that the drill sleeve broke.

Manufacturer narrative:
The reported event that the sleeve broke could be confirmed. "The potential for performance improvement with technical measures are limited due to the dimensional restrictions. An increase of the wall thickness of the drill sleeve is not possible as the other and inner diameter are given by the plate hole dimension (screw size) and the drill diameter correlating with the screw size. Material or surface treatment changes are also not realistic as the material and hardness choice conform with good engineering practice. The functionality and safety of the drill sleeve was validated according design control following the correct operative technique." [Original statement r&d] however, a design improvement has been made on the tip of the drill guide to increase the resistance of the sleeve and to avoid such breakages. This device has been manufactured according to the previous version. Based on investigation, the root cause of the determined failure was attributed to a user related issue. The breakage was caused by a wrong angulation of the drill guide. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It is reported by instruments manager of the hospital, that the drill sleeve broke.